Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper back/ bra bulge on (B)(6) 2017 using cooladvcantage, treated to upper abdomen on (B)(6) 2018 using coolmax and treated on bra bulge on (B)(6) 2018 using cooladvantage.patient developed paradoxical hyperplasia (pah/ph) 2 months after treatment at the beginning of (B)(6) 2018 after treatment on (B)(6) 2018. Diagnosed with pah on (B)(6) 2018 to upper abdomen and bra bulge. Pah described as enlarged fatty tissue and notable firmness to both bra bulge and upper abdomen.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper back/ bra bulge on (B)(6) 2017 using cooladvantage, treated to upper abdomen on (B)(6) 2018 using coolmax and treated on bra bulge on (B)(6) 2018 using cooladvantage. Patient developed paradoxical hyperplasia (pah/ph) 2 months after treatment at the beginning of (B)(6) of 2018 after treatment on (B)(6) 2018. Diagnosed with pah on (B)(6) 2018 to upper abdomen and bra bulge. Pah described as enlarged fatty tissue and notable firmness to both bra bulge and upper abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper back/ bra bulge on (B)(6) 2017 using cooladvcantage, treated to upper abdomen on (B)(6) 2018 using coolmax and treated on bra bulge on (B)(6) 2018 using cooladvantage. Patient developed paradoxical hyperplasia (pah/ph) 2 months after treatment at the beginning of (B)(6) 2018 after treatment on (B)(6) 2018. Diagnosed with pah on (B)(6) 2018 to upper abdomen and bra bulge. Pah described as enlarged fatty tissue and notable firmness to both bra bulge and upper abdomen.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.